Event description:
A customer reported receiving a minimum fill notification. Blood glucose levels remained between 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. The customer initially attempted to resolve the issue by reloading the original cartridge, which was unsuccessful. Technical support then guided the customer through filling and loading a new cartridge onto the pump, which resolved the issue, allowing insulin delivery to resume.